Event description:
Complainant alleged that the clinicians were attempting to cardiovert the heart rhythm of a patient (age and gender unknown), but the device displayed a "defib pad short" message, and did not shock the patient. The clinicians then obtained another device and successfully cardioverted the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.